Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead had high threshold when being placed. A lower threshold value was found, but the lead dislodged in this placement. The lead was repeatedly attempted to be fixed, but could not be. The lead was not implanted. No patient complications have been reported as a result of this event.